Manufacturer narrative:
Additional information has been received for this event: we have received further information from the customer; there was a total 4 or 5 file breakages. Only 1 file breakage had a file that remained in root canal, tooth was filled and treatment concluded. We have mentioned in the previous MDR submission there were 3 file breakages. Please correct this to 1 file breakage. The other (4) file breakages will be opened / handled in a new case. The investigation results are still pending for this event and will be submitted when they are received. We have mentioned in the previous MDR submission there were 3 file breakages. Please correct this to 1 file breakage.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that 3 reciproc blue files, 6x, sterile broke during use. No further treatment necessary. Further information requested.